Manufacturer narrative:
Continuation of d10: product ID: 3708140; lot#serial#: (B)(6); implanted: on (B)(6) 2008; product type: extension; product ID: 3778-45; lot#serial#: (B)(6); implanted: on (B)(6) 2008; product type: lead; extension coding: fdd/annex a codes: a0401 fdp clinical/annex e codes: e2403 fdp outcome/annex f codes: f1903 fdc/annex d codes: d14 fdm/annex b codes: b17 fdr/annex c codes: c20. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The manufacturer representative (rep) reported additional information that on (B)(6) 2021, the patient had their ins replaced, and during that procedure it was identified that the insulation on the extension for the 8-15 lead was visible to the naked eye to be broken just distal to the header of the ins. It was noted that in pre-op, the patient reported they had experienced changes to stimulation efficacy. The rep noted that the extension was not connected to the new ins, and the surgeon was informed that the extension could be replaced without impacting the existing cervical lead placement. The rep also noted that a revision could take place at implant of a thoracic spinal cord stimulation system, which was pending the result of the trial.

Event description:
Additional information received from the manufacturer representative reported that the patient had effective therapy from the remaining intact implanted lead and extension. The extension with the insulation break was going to be replaced at a later date and was not in use. The recharging issues were resolved.

Manufacturer narrative:
Continuation of d10: product ID 3708140, serial# (B)(6), implanted: (B)(6) 2008, explanted: product type extension product ID 3778-45, serial# (B)(6), implanted: (B)(6) 2008, explanted: product type lead product ID 3708140, serial# (B)(6), implanted: (B)(6) 2008, explanted: product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension, product ID: 3778-45, serial#:(B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that they had difficulty charging. The patient stated that they couldn't get eight boxes while charging, charging was taking longer and the device was not lasing as long between charges. An impedance test was done and found electrodes 8 and 11 were greater than 10000ohms. It was unknown if there were any external or patient factors that contributed to the issue. The patient was reprogrammed on group a to exclude the noted electrodes and the patient mentioned they use group b most of the time which didn't use these electrodes. The patient still had good coverage of pain patterns without the two electrodes. The issue was not resolved at the time of the report and the physician wanted to schedule a battery replacement due to the charging issues. No patient symptoms reported.